Event description:
The lead was returned for analysis after an unknown service life because of abnormal electrical behavior. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary leh053387v all insulators in the lead were perforated by the stylet. Perforation was detected at 10.7 cm from the connector portion of the lead.